Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to communicate with the device was confirmed in the laboratory was due to low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the patient presented in the emergency room due to syncopal episodes. Patient was paced with external pads. An attempt to interrogate the device was unsuccessful. A temporary pacing wire was added after attempting to interrogate the ICD. Patient was asystolic for approximately 1 minute. The following day, the device was explanted and replaced. The patient is in stable condition after the event.